Event description:
It was reported that the pt came to the clinic on (B)(6) 2011, as she could hear only a little with her ci after a fall on the trampoline. The processor coil adhered only very weakly. With some pressure on the coil the pt can hear a little with the ci. Due to a swelling over the implant, a stronger coil was tried, but without improvement. The pt got a compression bandage, but also without improvement. Testing carried out on (B)(6) 2011 showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.